Manufacturer narrative:
Updated fields: b4,e1 ( initial reporter), g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) was dispatched and confirmed the defect. The issue was resolved by replacing the ECG trunk cable (0012-00-1812-02). Checked units performance on iabp trainer & demo balloon, system working satisfactorily. All operational and safety checks were performed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by customer, the ECG cable of cardiosave intra-aortic balloon pump (iabp) was not working. However, no patient harm was reported.